Event description:
It was reported via phone call, that the customer received a motor error alarm. Customer's blood glucose level at the time 180 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error alarm during the occlusion test and unable to prime during prime test due to faulty force sensor. The motor passed motor test. The insulin pump received with cracked case at display window corner, cracked reservoir tube, cracked reservoir tube lip and minor scratched display window.